Event description:
This lead was attempted at implant on (B)(6) 2013 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).